Event description:
It was reported that the scale was inaccurate due to the shipping pins being left in the unit. Once removed, the scale was calibrated and the functioned properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.